Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 20mm amplatzer amulet occluder was successfully implanted in a patient. On (B)(6) 2022, it was revealed via computed tomography angiography that a thrombus had adhered to the occluder. It was noted that the thrombus was new and found during the patient's follow up appointment. The patient was started on a regimen of eliquis.

Manufacturer narrative:
An event of thrombosis/thrombus was reported. A more comprehensive assessment could not be performed as device was not returned for analysis and no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.